Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with waveform issue and unable to calibrate fiber optic. User also mentioned that patient was moving very much. The esp "personnel" reviewed the possible "other sources" for arterial waveline. No harm or injury reported.

Manufacturer narrative:
Updated fields: b3, b4, g2, g6, h2, h6(medical device codde, investigation type, investigation findings, investigation conclusion, component code), h11. User nurse in the ICU, called into emergency support program line to request support with a balloon catheter ap waveform and unable to calibrate fo reportable related issue, claire says that the patient is non compliant and has been very wiggly, trying to constantly get out of bed. The iab has been in for 11 days now as the patient awaits transplant. The insertion site is femoral. She says that the waveform is poor in quality, but manageable. Right now she is transducing the central lumen because the fo gave an unable to caliberate message. Esp explained the message to her and then she said that all the patient movement likely caused it. The central lumen waveform is also not great. Esp advised another aline source if available but there isn't one. There are no alarms or messages on the pump.

Event description:
N/a